Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. The pump monitors the level of air leaks into the dressing. If the tubing is disconnected from the pump before the pump is turned off, the pump may mistake this for an air leak. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pico device has the leak light flashing and was buzzing through the night with the green light flashing. He also said at some point the hose came disconnected from the dressing and he popped it back in. He was not sure if that happened before or after the leak light came on. This nurse explained per clinical guidelines when the orange leak light comes on, the device shuts itself off for one hour at which time it will turn itself back on to try to re-establish the correct negative pressure. If the air teak was not resolved, it will go back to the orange leak light. This nurse then instructed him to turn it on. The device tried to cycle itself on but went back to the orange leak light. This nurse then instructed him to slowly smooth along all the edges of the dressing and add extra tape as needed to secure the dressing but if he can't get it resolved, it will need a dressing change to continue with therapy. This nurse explained it could form the tubing popping out and / would submit a pc condemning it. This nurse encouraged him that if he cannot get the air leak resolved to contact his wound care facility or his home health nurse for possible dressing change and further guidance. He said due to where the dressing was located, it was too hard for him to add the tape himself so he will call right away to have them send a nurse out to help him. Pc submitted. Therapy continued orange teak light on. Sn (B)(4). No further information available.